Event description:
It was reported that the patient was overdue for a refill. The patient went to the doctor on (B)(6) 2012 and their pump was at end of service (eos). The pump had been implanted for 7 years, so this was considered normal battery depletion. The patient went through withdrawals that included pain. The patient was taking oral medication to manage symptoms. The plan was to replace the pump, but the patient was working out some insurance issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).